Event description:
It was reported that a broken cable was identified on the permanent cautery hook instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch up cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument's conductor wire to be dislodged. The conductor wire was loose at the distal clevis hub, causing the cable to be slightly dislodged. The conductor wire being loose may be due to the pitch cable being broken. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.